Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after pausing the device before exercise, eating lunch, announcing a second lunch 1 hour and 40 minutes later, and consuming two cookies as glucose levels were rising. Symptoms included elevated blood glucose reaching 261 mg/dl. Outcomes included the need for troubleshooting and education without alerts or alarms and without medical intervention or hospitalization. Investigation included a review of device usage and user-reported history with education provided on appropriate meal timing and selection during elevated glucose. Investigation of this case revealed user-related factors, including pausing therapy before exercise and announcing meals close together with additional carbohydrate intake during rising glucose, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.